Manufacturer narrative:
Device evaluation: the device related to the reported event rupture, was received on february 05, 2026, with lot number 2813955. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side "rupture", "multiple wavy lines inside the prosthesis due to folds of the internal capsule", "breast nodules of benign appearance". The device was explanted and replaced with a non-abbvie device. The device will be returned.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture", "multiple wavy lines inside the prosthesis due to folds of the internal capsule", "breast nodules of benign appearance". The device was explanted and replaced with a non-abbvie device. The device will be returned.